Event description:
It was reported that the patient's implantable cardioverter defibrillator system was causing hematoma which required multiple pocket evacuations. It was decided to extract the full system. The patient was stable.